Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1928 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (reas1928 ) have been reported from the same facility. Device not yet returned for evaluation.

Event description:
It was reported by the nurse to the sales representative that a 5 fr triple lumen PICC had become malpositioned after confirmed appropriate placement of the lines. On (B)(6) 2016 - this patient has chf, acute renal failure, and sepsis post uti. The PICC was placed in the right basilica vein and verified with sr6. The was unable to flush or draw blood later that day ((B)(6) 2016) after the patient was transferred from the ER to the ICU. The PICC nurse attempted to flush numerous times and it "felt coiled" with intermittent blood return. Head of the bed was elevated and 2 lumens were flushed at the same time. Brisk blood return was obtained. Chest x-ray showed the catheter tip in the acj. The nurse reports a potential contributing factor for the reported PICC movement was possibly due to moving the patient from the stretcher to the bed. The patient is still admitted and the PICC is patent. There has not been an x-ray taken since (B)(6) showing proper placement. No patient harm reported.